Manufacturer narrative:
Additional manufacturer narrative: per discussion with our vp of product safety, there is no evidence that the patch used was related to the reported cause of death (sepsis). He has disassociated this device from the event, and therefore, this is no longer a reportable event.

Event description:
It was learned that the patient has expired after implant duration of 1.5 months, due to sepsis. It is unknown if the death was device related. No further details were provided. Patient also had another device implanted.

Manufacturer narrative:
Device was not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via e-mail for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.